Event description:
It was reported that during a meniscus repair procedure, the saphyre probe electrode was found broken 5 minutes after entering the joint cavity. The broken parts were taken out using tweezers. The procedure was successfully completed with non-significant delay using a back-up device. The patient is reported to be fine and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation including the operative report has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported is not anticipated as it has been reported, ¿the patient is fine¿ and no injury or further complications were reported. Therefore, no further clinical/medical assessment is warranted. The complaint was not confirmed. Factors that could have contributed to the reported event include unintended excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair procedure, the saphyre probe electrode was found broken 5 minutes after entering the joint cavity. The broken parts were taken out using tweezers. The procedure was successfully completed without delay using a back-up device. The patient is reported to be fine and no further complications were reported.